Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker exhibited premature battery depletion. The device was explanted and replaced. The patient condition was stable post-procedure.

Manufacturer narrative:
The reported event of premature battery depletion could not be confirmed. As received, the device was found at elective replacement indicator(eri) level. The results of all electrical test performed, including mechanical stress testing, were normal and battery assessment indicate normal device characteristics. Longevity assessment found no anomalies.